Event description:
On (B)(6) 2013, a nurse/supervisor contacted animas on behalf of the patient requesting that supplies be sent to the hospital for a patient that was admitted for high blood glucose (bg). The date of admittance and bg values were not provided. The reporter stated that the patient's pump stopped working and that the patient just stopped giving himself insulin, resulting in elevated bg. The reporter could not specify how long the patient had been off the pump. Customer technical support (cts) advised the reporter to change the battery, at which point the pump powered on with no problems. The reporter noted that they did not have a cartridge or infusion set to use in order to put the patient back on the pump, and requested supplies be sent so the patient could resume insulin pump therapy. The reporter could not provide a patient name, and transferred the call to a nurse to complete the call. However, cts was on hold for 20 minutes at which point the call was disconnected. Cts was only able to obtain the first name of the reporter. The name of the patient, the model and serial number of the pump in question, the date of admittance to the hospital, and details surrounding the alleged bg excursion are unavailable at this time, as the reporter was unable to provide this information.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).